Manufacturer narrative:
Due to character limit in block e1: event site name: (B)(6). The user was advised to use the existing radial arterial line as an alternative. Guidance was provided on the steps required to connect the radial arterial line to the pump for pressure monitoring. The user confirmed understanding, was satisfied with the information provided.

Event description:
User contacted the emergency support program to report that the central lumen of the iab catheter was found to be clotted after the patient returned from the cath lab. No patient harm was reported.